Event description:
It is reported that the pt was revised due to pain and inability to ambulate. During revision, the articular surface post was noted as fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.